Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2024. The anatomical location of the procedure is unknown. During the procedure, the clip would not fully open. It was noticed that the clip was falling off the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure performed on an unknown anatomy location.